Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing of the device did not confirm the reported issue (the screen does not appear). However, service observed the surface of the insertion tube demonstrated wear and physical stress. A leak was observed on the distal end of the insertion section due to deterioration of the material from chemical and physical stress. The curved rubber adhesive on the tip of the insertion tube was discolored, and the adhesive on the distal end showed deterioration due to chemical and physical stress. The bending angulation was out of specification due to a worn angle wire. The image guide bundle was dirty, and spots appeared in the image. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The user facility reported that the screen does not appear (no image). There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not reproduced. Therefore, no presumed cause could be determined. Olympus will continue to monitor field performance for this device.